Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -11.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed with glare and haloes and blurred vision. On (B)(6) 2022 the lens was exchanged for a shorter length lens. Cause reported as unknown. Device did not fail to perform as intended.

Manufacturer narrative:
(B)(4). Claim # (B)(4).

Manufacturer narrative:
Corrected data: d9: return date (B)(6) 2023. G2: foreign; other: (B)(6). H3: device evaluated: no. Claim#(B)(4).